Manufacturer narrative:
Review of the manufacturing records revealed no attributes that could have contributed to this event. The problem description indicates the patient was admitted for a reverse shoulder prosthesis subsequent to the total shoulder being explanted. The problems listed are consistent with those reported by patients who have failed rotator cuffs. A deficient rotator cuff is the primary indication for a reverse shoulder prosthesis. Based on the information provided, we associate the patients symptoms with a failed rotator cuff rather than the product.

Event description:
This is a (B)(6) male with a long history of well-controlled rheumatoid arthritis. He fell and had a fracture of his left humerus in (B)(6) 2003. He had a prosthesis placed in (B)(6) 2004. He has had complaints of severe pain with decreased range of motion, and decreasing activities of daily living. The patient was admitted for revision of the prosthesis of the left shoulder to a reverse total shoulder arthroplasty. During the procedure all components were removed and replaced.